Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at the center in a pinhole form upon second inflation at 10 atmospheres for 30 seconds. The device was removed from the patient's body without any problem and the procedure was completed with this device. No patient complications were reported and patient was in good condition after the procedure.